Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery cap was not returned. The battery compartment was cracked below the bumper pad. The test cap was able to attach to the pump. The pump was unresponsive with no vibratory or auditory alarms, and a blank display screen. The attempt to download the pump history and black box was unsuccessful. The leak test failed due to a battery compartment leak. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and there was moisture present in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.